Event description:
It was reported by the customer that there was a 5french dl3cg ppicc placed on a patient earlier in the week and they got a call from one of the bedside nurses saying while they were turning the patient it ¿broke¿. Sandy describes it that it looks like it ripped at the hub on the extension set. The bedside team didn¿t save it when they pulled it. Additional information received on 29 august 2023: the event did not involve an urgent/life threatening medical situation. There were no pieces retained in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken extension leg is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the extension legs of a powerpicc catheter inserted into a patient. The luer hub of one of the extension legs was observed to be broken off and missing. The break in the extension leg tubing appeared to be rough, but somewhat straight; however, no further details of the break could be discerned from the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that there was a 5french dl3cg ppicc placed on a patient earlier in the week and they got a call from one of the bedside nurses saying while they were turning the patient it ¿broke¿. Nurse describes it that it looks like it ripped at the hub on the extension set. The bedside team didn¿t save it when they pulled it. Additional information received on 29 august 2023: the event did not involve an urgent/life threatening medical situation. There were no pieces retained in the patient.